Event description:
The customer reported via phone call indicating that the insulin pump had a bolus anomaly. Customer's blood glucose was unknown mg/dl. The customer stated bolus not correct versus bolus programmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. The insulin pump was programmed with multiple boluses and registered prperly in the bolus history. No bolus anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.